Manufacturer narrative:
H6 evaluation codes investigation findings code 213. Code 213 refers to the phr-review. Phr-review: a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Engineering evaluation: the catheter tubing was damaged at some time. The introducer sheath was damaged at some time. Deployment was not attempted. This investigation finds evidence in the returned device supporting the complaint of difficulty advancing the device. The evidence includes damage to the catheter dual lumen during insertion and kinks in the introducer sheath. The sheath and catheter damage occurred prior to product return, but the time of occurrence during the procedure could not be determined. Therefore, no cause can be confirmed for this complaint. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
After re-evaluation for reportability, it was determined this was a non-reportable because the primary issue was the delivery catheter did not reach target treatment site during the procedure. The catheter was removed with no patient harm. Examination of the withdrawn / returned device showed deployment was not attempted, the delivery catheter is in one piece (no broken components). The investigation concluded the returned device supporting the complaint of difficulty advancing the device. This complaint will be retracted since this is a non-reportable complaint.

Manufacturer narrative:
The device has still not been received at the manufacturer to perform further evaluation. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
It was reported to gore that patient underwent endovascular treatment for an aneurysm in the left internal iliac artery with a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn-device). It was stated that the viabahn-device was introduced over an 0,035¿ amplatz ultra stiff guide wire through a 14fr cook check-flo performer introducer sheath. It was reported that high resistance was felt during advancement of the viabahn-device. Inspection revealed that the outer layer of the shaft (dark blue colour) was destroyed and partially separated from the delivery catheter. It was stated that it was impossible to reach the target vessel. The viabahn-device was retracted from the patient¿s body together with the sheath. Reportedly, another prosthesis was implanted successfully and there was no report of patient harm.